Manufacturer narrative:
H4: the lot was manufactured from may 20, 2022 - may 21, 2022. H10: an actual sample and a photograph of the sample was received for evaluation. The container of the actual sample was partially filled with a liquid solution. A visual inspection with magnification was performed and no particulate matter could be observed in the fluid pathway of the container. The fill port cap was removed and no issue was observed of the connector or the cap area. A visual inspection of the photograph was performed which observed an elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material appeared in fluid path in the photograph only. Therefore the reported condition was verified in the photo sample; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during the visual inspection process at the compounding facility. There was no patient involvement. No additional information is available.